Event description:
Boston scientific received information that this pacemaker displayed high out-of-range (oor) pacing lead impedance measurement. Furthermore, the right ventricular (rv) lead switched to unipolar and had high threshold measurement. Additional information received indicating that lead fracture was suspected due to high impedance. However, the physician did not search for fracture therefore not sure where the fracture was located. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The rv lead was explanted and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.